Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level as well as the insulin pump was exposed to moisture and had pump error alarm. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer reported that they were unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to verify spi to motor pic communication error alarm, rewind anomaly and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Insulin pump received with moisture damage on motor, vibrator, keypad and battery tube assembly.